Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated she talked to her medtronic representative today. Patient stated the controller screen is not advancing when she tries to charge the implanted neurostimulator past "checking recharger" for the past little over a week. Patient stated she has tried to disconnect and reconnect the recharger cord several times to make sure it is connected. Patient stated there is no visible damage to the cord/plug. The issue was not resolved. An email was sent to the repair department to replace the recharger cord. Patient called back and stated that they received the replacement recharging antenna. Patient stated that they are still having the same issue and the screen is not advancing to charge the implant. Patient mentioned they had asked for a battery pack replacement. Patient stated they were getting 05 and replace the controller batteries message. During the call, patient was trying to recharge the implant with the new recharger and the screen will not advance. Patient services (ps) asked patient to inspect the controller port for any visible damage and patient confirmed that there is no visible damage to the controller port. Patient started using the old recharger and they were getting controller 70% charge and implant red and recharging excellent. Ps confirmed the controller charges when plugged into the outlet. Ps reviewed the device function and that the battery is taking a charge. Ps reopened the case to email repair for a controller replacement. Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that they received a replacement controller and they have had issues with it since they received it. Caller stated that the controller will only communicate with their ins if the recharger is connected. Tss reviewed information and sent an email to repair to replace the controller. Pt also reported their car chewed their ac power supply cord.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), product ID: 97745, serial/lot #: (B)(6) was returned for product analysis. Analysis found the main board needed to be replaced due to no power caused by corrosion on board. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. The lcd was also scratched and the switch dome needed to be replaced. B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.